Manufacturer narrative:
Investigation results were made available. As for zimmer specialists to perform an in-depth analysis it is required to have all necessary information at hand, it was therefore tried several times to receive more information for this case. Additional information was requested at complainant the latest one on august 18, 2019: a technical investigation was not possible to perform, as the device(s) were not at hand for investigation. Trend analysis: analysis could not be performed as no item number is available. DHR review: as no lot numbers were provided for the devices, the device history records could not be reviewed. The missing device information has been requested but was not available at zimmer gmbh all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer gmbh and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Review of event description : it was reported that the product was implanted on an unknown date and revised on unknown date due to implant fracture. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Conclusion summary: it was reported that the product was implanted on an unknown date and revised on unknown date due to implant fracture. In vivo time of the device is 6 months. Patient underwent 3.30 h revision surgery to replace the femoral plate and the stem. The DHR check could not be performed as the lot number was not available. The compatibility check could not be performed as no product information was provided. The investigation results did not identify a non-conformance or a complaint out of box (coob). Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant were received; therefore the condition of the component is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. Due to the incomplete information, IFU/surgical technique could not be considered as part of the investigation. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Event description:
No event update.

Manufacturer narrative:
Medical products and therapy date: detail of product: item # unknown, item name hip implant, lot # unknown. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. Attempts to obtain additional information have been made; however, no more is available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that patient underwent revision surgery due to plate fracture during a minimal effort. Also the stem was revised and replaced with a longer one.